Manufacturer narrative:
No samples were rec'd for eval. Review of the batch related documentation of this specific lot showed no irregularities. No remarks were made during mfg which could have contributed to the reported complaint. The sterilization cycle was checked for this specific lot and no anormalities were noted. The product was released according to the MFR's specifications. The root cause could not be identified. (B)(4).

Event description:
A hospital pharmacist reported two cases of severe endophthalmitis that appeared one day postoperatively. The surgeries were performed on different days by the same surgeon, same operating room, and both cases lasted less than 30 mins. The customer indicated the same lot for the probe and custom pack were used in each procedure. Current pt status is unk. Add'l info has been requested. This is the first of four medical device reports for this facility.